Event description:
The tibial tray implant is not seated properly posteriorly. Cement was not extruded and the tibial implant was not adequately seated during the primary procedure. Revision surgery is planned to re-position the tibial tray and exchange the poly inserts.

Manufacturer narrative:
The tibial tray implant is not seated properly posteriorly. Cement was not extruded and the tibial implant was not adequately seated during the primary procedure. Revision surgery is planned to re-position the tibial tray and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.